Event description:
It was reported that the patient with this pacemaker had been exhibiting syncopal episodes for a few weeks, with a 19 second pause exhibited. Jumpy impedance measurements were noted and spring contact issue is suspected. Myopotential noise was noted. Technical services (ts) was consulted and recommended further system testing. The physician decided to implant a concomitant non-boston scientific generator, which is considered off label use of the pacemaker. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported, that the patient with this pacemaker had been exhibiting syncopal episodes for a few weeks, with a 19 second pause exhibited. Jumpy impedance measurements were noted, and spring contact issue is suspected. Myopotential noise was noted. Technical services (ts) was consulted and recommended further system testing. The physician decided to implant a concomitant non-boston scientific generator, which is considered off label use of the pacemaker. No additional adverse patient effects were reported.